Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that when the autopulse platform was powered on, it displayed a "system error" message and the device was unable to be used. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no visible damage. A review of the archive was performed and the reported complaint that the platform displayed a "system error" message was confirmed. The archive data shows that a "system error" 132 (internal watchdog timeout) message occurred on (B)(6) , rather than on the reported event date of (B)(6) 2014. Functional testing could not be performed due to the system error message. Based on the initial investigation, the part identified for replacement is the processor pca board. In summary, the reported complaint that the platform displayed a "system error" message was confirmed based on the archive review and upon start of functional testing. The fault was found to be due to the defective processor pca board.

Event description:
Additional information was received indicating that the problem was found during customer's check in the hospital.